Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed-up with the initial reporter of the user facility medwatch (ufmw) reports and obtained the following additional information: all events reported in ufmw reports (B)(4) (MFR report numbers 2955842-2020-10519, 2955842-2020-10520, and 2955842-2020-10518), (B)(4) (MFR report number 2955842-2020-10517), and (B)(4) (MFR report number 2955842-2020-10916) occurred with the same surgeon. It was indicated that this the site is ¿checking with all users to see if [there is] any feedback.¿ no other continuities have been noted across the events. The same lot number (lot# m90191117) was noted in the events reported in (B)(4) (MFR report numbers 2955842-2020-10519) and (B)(4) (MFR report number 2955842-2020-10517). This contact confirmed that none of the instruments will be returned. ¿there was no harm to the patient in any of the reported events. There was no part of the device that was retained by the patient in any of the reported events.¿ ¿in each instance, the procedure was successfully completed robotically.¿ ¿yes, the instrument was used with the ethicon hand piece (model hp054) and the ethicon endo-surgery generator g11 (model gen11).¿ ¿no additional information on the state of the generator/tones were reported by the user. ¿(B)(6) hospital does not release video per policy and for patient privacy law compliance.¿ the instrument was never used on cartilage, bone, or hard objects. The instrument was never used for contraceptive tubal occlusions. The instrument was used through the standard 8mm cannula. ¿the instrument was not cleaned intraoperatively before the break but in all instances happened early in the case.¿ the self-test was performed outside of the patient. ¿no issues were identified during the self-test. Per protocol, if there had been, it would not have been used.¿ no resistance was noted by the user before the instrument was removed. The surgeon was always informed of instrument removal and the jaws were closed prior to instrument removal per protocol. No other tools were used than the supplied single-use wrench for assembly/disassembly of the instrument. ¿the jaws were closed when inserting/detaching per protocol.¿ there was no attempt to bend/sharpen the blade.¿ ¿pressure was not ever applied between the blade and clamp arm without having tissue between them.¿ ¿the instrument was not activated for a prolonged period of time against a solid surface.¿ ¿the instrument was not reprocessed before use.¿

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument will not be returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The technical support engineer (tse) looked at the error logs for this event, however there were no procedures logged on the reported event date. The lot number and system number were not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or video clip for the reported event was submitted for review. Failure analysis cannot be performed as the product will not be returned. This complaint is being reported based on the following conclusion: it was reported that during a da vinci-assisted pancreatectomy surgical procedure, the harmonic ace blade sheared off and fell inside the patient. The fallen harmonic ace blade was retrieved during the same procedure, and at this time is unknown what caused the breakage to occur. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur. The other events with the same reported issue that were noted by the reporter during follow-up are being submitted under reports with the following patient identifiers: (B)(6). Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable. The information is unknown. Full product information was not unavailable.

Event description:
It was reported that during a da vinci-assisted pancreatomy surgical procedure, a harmonic ace cutting blade fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved during the same procedure and the device is not available for isi evaluation. No additional intervention was needed. There was no patient injury. The reporter mentioned that the same thing happened two times in (B)(6) 2019 and two times in (B)(6) 2020.